Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. It is unknown where the mcs tip cover accessory was damaged or what caused the damage. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the mcs tip cover accessory had a tear due to an unknown cause with no evidence or claim of user mishandling/misuse. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, a monopolar curved scissors (mcs) instrument tip cover accessory had a tear in it after being in use. The site removed the tip cover after noticing the tear and installed a new mcs tip cover accessory to continue. The procedure was completed with no reported injury. On 02/20/2020, intuitive surgical, inc. (Isi) contacted the customer site and additional information was obtained about the complaint: this issue occurred on (B)(6) 2020. The issue occurred during the procedure after the mcs tip cover accessory had been in use for a short while. There was no patient injury and no fragments that fell into the patient. No images are currently available of the mcs tip cover accessory. The procedure was completed robotically. On 02/27/2020, isi contacted the customer site and additional information about the complaint: the site is not able to observe and take a photo of the reported mcs tip cover accessory as it is contained within a package for having bio debris on it. As of now, it is unknown where the mcs tip cover accessory was damaged and how it was damaged.